Manufacturer narrative:
(B)(4). Added additional information: the devices a, b and d were received in good physical condition. No damage was observed on the blades. The devices were connected to a test handpiece and a generator and all three were functionally tested. There were no anomalies noted. The devices were fully functional and conforming to design specifications. Device b & d batch e9fg28: mfg date 9-03-2008; exp date 8-03-2013. Device c was returned with the blade scratched and cracked but not broken off. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Batch e e9fn23: mfg date 10-23-208; exp date 9-23-2013.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure before used on the patient the device blade was broken. Two of the devices were new. The procedure was completed with same like device. There were no adverse consequences to the patient reported. No further information is available.